Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the guidewire fractured. The physician selected an accustick ii introducer sheath to perform a percutaneous drainage of a hepatic collection/abscess. During a procedure, a 0.018' guidewire in the accustick&#10249;I set was advanced in the right upper abdomen. The pus was drained with the inserted drain, however, it was noted that the guidewire appears to have kinked and then broke. A small fragment remained in the patient's liver. It was further noted that no intervention could be done to retrieve the fragment due to its position. In january 2016 the patient was admitted for a follow up computerized tomography (CT) scan which showed that the collection had been fully drained and the drainage catheter was still in place. The guidewire fragment was shown to be in the anterior basal segment of the right lower lobe of liver (rll). It had crossed the diaphragm and pleura. The patient was discharged four days later and will have an outpatient CT scan in 10 days to monitor the progress of the collection. No further complications were reported.

Manufacturer narrative:
The device was returned for analysis. Received one .018" guidewire with no visible residue found on the device. An examination of the guidewire found the core wire to be broken at approximately 4.5 cm from the transition. Approximately 3 cm of the core wire distal section was not returned. The coil wire was unraveled and stretched out approximately 54 cm from the fractured core wire end. The brazed/ welded tip was not present on the distal end of the coil wire. The core wire fracture surface was examined under magnification and shows evidence of failing while undergoing shear stress. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the guidewire fractured. The physician selected an accustick ii introducer sheath to perform a percutaneous drainage of a hepatic collection/ abscess. During a procedure, a 0.018' guidewire in the accustick ii set was advanced in the right upper abdomen. The pus was drained with the inserted drain, however, it was noted that the guidewire appears to have kinked and then broke. A small fragment remained in the patient's liver. It was further noted that no intervention could be done to retrieve the fragment due to its position. In (B)(6) 2016, the patient was admitted for a follow up computerized tomography (CT) scan which showed that the collection had been fully drained and the drainage catheter was still in place. The guidewire fragment was shown to be in the anterior basal segment of the right lower lobe of liver (rll). It had crossed the diaphragm and pleura. The patient was discharged four days later and will have an outpatient CT scan in 10 days to monitor the progress of the collection. No further complications were reported.